Manufacturer narrative:
Device was returned to manufacturing facility for evaluation. Inspection shown the mounting hardware that secures the caster fork assembly to the rear suspension arm having loosened, allowing the fork to become detached from the device. Inspection of the remaining 3 fork assemblies shown the hardware securing each of them had an insufficient amount of torque applied which is required to properly secure the assembly during use. With the improper torque being applied, the likelihood of the hardware loosening is increased. Review of the DHR indicates service parts were supplied to the local provider one month prior to the reported incident. One of the components ordered and provided was the friction brake kit which is used to secure the caster fork to the device suspension arm. Verbal confirmation was given by the end-user that service was performed on the device two weeks prior to the incident having occurred. With the information provided by the end-user, combined with service history records and parts records, it is concluded that improper service was provided by the repair facility. Installation instructions are provided with the replacement components which covers the proper torque of 24nm to be applied during installation. Area representative was informed of the findings and they will be re-instructing the service provider in proper maintenance and the need to follow provided service literature. The device was repaired and returned to factory specifications prior to being returned to end-user. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report from end-user alleging as they were traversing down the street, the left rear caster fork became detached from the device. It was reported to have gone unnoticed by the end-user until being pointed out by a bystander. No injury was reported to have occurred because of this alleged failure.